Event description:
The customer reported via the sales rep that the tip of the hand reamer fractured during reaming. It is further reported that the tip was retrieved from the pt and that there were no adverse consequences.

Manufacturer narrative:
Na